Manufacturer narrative:
The complaint of leak can be confirmed on the returned one used. List #unknown, 6-port manifold; lot #unknown. There were residuals observed inside the luer connector of the female luer and the male luer of the manifold. The set was leak tested per product specification and a leak was observed between female luer adaptor and manifold. The female adaptor was observed to not be fully inserted into the male luer of the manifold. The probable cause of the leakage observed is due to incomplete insertion between female luer adaptor and manifold during the manual assembly at the manufacturing site. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. Possible device involved in d4 - catalog # is am6109 or am6100 per customer.

Event description:
The event involved an unspecified 6-port manifold where it was reported that the manifold was cracking and leaked. There was patient involvement and unknown human harm/adverse event.